Event description:
The reporter states, that the lancet does not retract back into the cap of the accu-check softclix plus lancet device after firing. The reporter pricked herself with the lancet after reaching into the case. No medical attention required. No action taken based on the lancet device issue. No adverse event reported. The accu-chek customer care service center sent new device. The reporter was advised to return suspect device.